Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise which resulted in inappropriate mode switches. They noted that the ra lead issues have been known and they are suspected to be due to an insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).